Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported: "we have a case of loosening of tibia component of a distal femoral mets-prosthesis (all-poly, it is certainly broken also). The patient was operated (B)(6) 2004 and we cannot find the size of the prosthesis but there is a calibration ball. We need to revise to a cemented metal-backed tibia component with a long stem, and need also the distal femoral components in case, there is loosening of the femur as well."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femur replacement was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: clinical review the implant in situ was for mets distal femoral replacement which was inserted on (B)(6)2004. The surgeon reported loosening of the tibial stem, loosening of the femoral stem and a broken poly tibial component. X-ray images provided show radiolucent line between the all-poly tibial component and cortical bone. The cement mantle outside the poly tibial component is fractured at anteromedial, there is no clear sign of broken of poly tibial component. There is a fine radiolucent line along the anteroposterior of the femoral stem between the cement mantle and bone. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It has been reported: "we have a case of loosening of tibia component of a distal femoral mets-prosthesis (all-poly, it is certainly broken also). The patient was operated (B)(6) 2004 and we cannot find the size of the prosthesis but there is a calibration ball. We need to revise to a cemented metal-backed tibia component with a long stem, and need also the distal femoral components in case, there is loosening of the femur as well."